Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "on (B)(6), 2009, the patient underwent a total knee replacement at methodist hospital." It was further alleged that, "during that surgical procedure the otismed customer fit knee had a defect and the knee failed early."